Manufacturer narrative:
Results: the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion evaluation codes: conclusion: the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion device evaluation: the device was returned in the original box. The pouch, the hoop and the protective sheath were not sent back for the analysis. The information reported on the box and the luer is consistent with the complaint form report. A visual and tactile inspection was carried out on the device with the following results: the balloon seemed to be still folded, hardened blood was detected on the balloon surface, no twist or wrinkles were detected on the balloon. The guidewire lumen was flushed and a 0.018" guidewire was advanced from the tip to the luer: no resistance was encountered during the procedure. In order to detect any leaks, negative pressure was applied to the catheter system by a manometric syringe: the test failed because a stream of bubbles was detected coming up to the column of water. The balloon was then inspected at the microscope: no twist or wrinkles were detected on the balloon. A longitudinal burst/cut was detected in the proximal end of the balloon.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an attempt to treat a lesion using in.pact pacific pta balloon catheter, it was reported that balloon twist occurred during inflation. Physician completed procedure with another in.pact pacific pta balloon. There was no injury to patient or clinical sequelae reported for this event. Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed product (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.